Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from 07/01/2004 to 09/10/2020 and note that this device has been returned for service multiple times without correlation to the customer reported issue or service repair. A complete production failure review was not performed because the device was manufactured prior to july 1, 2004 ¿ the implementation date of the erp system.

Event description:
Customer reported the device failed preventive maintenance. It was reported there was no patient involvement.